Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. (B)(6).

Event description:
It was reported that during use of a portex® cuffed blue line ultra® suctionaid the cuff was torn, which caused an air leak. No patient injury.

Manufacturer narrative:
Two used devices were received for investigation. A visual inspection could not find any holes in the cuff, however upon inflation during use testing, leakage was observed. A manufacturing was performed but no discrepancies were found. A root cause for the leak could not be determined.